Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0537478v, implanted: (B)(6) 2005, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension; product ID 74001, lot# n347774, implanted: (B)(6) 2013, product type: adapter; product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID 37791, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported the patient¿s pain pattern was changing and that the patient was implanted for right leg pain and may need another surgery to expand down the left leg. It was noted that the patient was charging more than expected, 5 hours every other day. It was further reported that there was a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging and has been occurring for the past 3-4 months. It was noted that the recharging takes so long that their skin burned last week. It was reported there was a thermometer symbol on the implantable neurostimulator recharger (insr) while charging. It was further reported the patient had trouble with a hot implantable neurostimulator recharger (insr) antenna and that there was a 376 error code. It was noted that the patient was sent a new antenna but needed their old one back. Additional information received reported the patient received assistance from their manufacturer representative on (B)(6) 2014 and their concerns were resolved.